Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that two tampons came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces. She did not seek medical assistance, and has no plans to do so. Consumer reported she was satisfied, no further follow-ups are tasked.